Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the estimated remaining longevity, from 10 years remaining at the previous device check to two years remaining currently. Premature battery depletion was suspected and a replacement procedure was planned. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about five months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the estimated remaining longevity, from 10 years remaining at the previous device check to two years remaining currently. Premature battery depletion was suspected and a replacement procedure was planned. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the estimated remaining longevity, from 10 years remaining at the previous device check to two years remaining currently. Premature battery depletion was suspected and a replacement procedure was planned. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about five months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.